Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons passed the functional investigation successfully and comply with the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the up and down buttons on the infusion device work intermittently and the protective rubber component is worn out. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.